Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. The patient reported that she had an infusion site (from 2 days ago) that is red and painful. The redness expands. After consultation with a doctor, it was confirmed that there is an inflammation. An ab [antibiotic] treatment had been started. No further information available.